Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The implant failure will be reported, as appropriate, via asr. The device was not returned to evaluation and the lot number has not provided for retained-product testing and/or DHR review.

Event description:
A clinician reported that an ankylos balance anterior cercon abutment fractured in an ankylos a 14 classic implant after years in function. A fragment that remained in the implant was successfully removed but during the attempt of re-cutting the threads the ankylos tap fractured with the tip remaining in the implant. In consequence the implant was not restorable as intended and was removed.